Event description:
It was reported that the patient had an overdischarge situation about 8-12 months prior to the date of this report and patient had been told they already may have had 2 overdischarge situations. Additional information received reported it was unknown if the patient had experienced one or two overdischarges. Dates of the overdischarges were unknown. It was unknown if previous overdischarges were confirmed. The cause of the overdischarges was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), product type: implantable neurostimulator; product ID 3389s-40, lot# v182607, product type: lead; product ID 3389s-40, lot# v079662, product type: lead; product ID 7482a51, serial# (B)(4), product type: extension; product ID 7482a51, serial# (B)(4), product type: extension. (B)(4).